Manufacturer narrative:
The customer requested recorded log information about patient ID entry and drug infusing on two received infusion systems only. No device malfunction was alleged or is believed to have occurred. Reference the log analysis and log summary sections of the report for the information requested. The received infusion systems will be routed through the service department for routine servicing prior to its return to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that a patient was taken off their IV setup for a MRI and then returned to their room around 1130. At approximately 1430, the MRI department called the nurse to alert them the patient's IV setup was still in the MRI department, and the nurse realized that their patient was attached to a different patient's IV setup. The customer was unable to find a patient ID on either of the pcu logs. The patient went to the MRI on the first setup (model 8015 serial # (B)(4), and channel asset# se007221, model 8100 serial# (B)(4)). The patient returned to the floor on a second IV setup (model 8015 serial# (B)(4), and channel model 8100 serial#(B)(4)). The customer would like to know if there was a patient ID entered on the pcu's. If a patient ID can't be found on the second IV set up, the customer would like to know what medications were run on both setups so they can compare the information to the patients' mar's and confirm which patient was using IV setup prior to the patient receiving the wrong IV setup. There was no report of patient harm.